Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the caller was seeing a "dual egm." Information identified in the manufacturer date base indicated the patient is deceased. Cause of death has ben requested and not received.

Manufacturer narrative:
During investigation of this complaint via manufacturer's database for product-specific details, date of death for the patient was reflected. Follow-up was attempted to obtain the cause of the death and circumstances surrounding the patient's death. However, these attempts were unsuccessful. Upon secondary review, based on the information at hand, there is no information that reasonably suggests an association between the use of the device and the death (including there is no statement by a health care professional reaching the conclusion there is an identifiable connection). The death occurred 1year/9months post call to technical support to discuss dual egm (which has been assessed with no effect for hazard and health consequences), 1year/7months post implant of the ipg and greater than 8 years post implant of the leads. The death report initially submitted for this event should be disregarded and is being redacted accordingly, as this event was inadvertently reported under the medical device reporting regulations.